Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient was experiencing pain with the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from family member/friend concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the device never really worked for the patient since implant. The patient had been to the healthcare provider (hcp) office a couple of times but that did not work. The patient stated the trial worked perfectly. The patient was frustrated and is thinking about having it taken out since they have no one to follow up with. Their hcp no longer practices. Troubleshooting could not be performed due to lack of access to product. The patient was redirected to hcp and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient¿s implantable neurostimulator (ins) never provided therapy and it ¿hadn't been working since he had it implanted on (B)(6) 2016.¿ a couple of adjustments were made but the patient wanted to have the ins removed and it wouldn't charge since 2-3 months after implant. The last time the patient felt stimulation was a little bit after the ins was implanted. The patient met with different reps to get the ins to charge but the issue didn't resolve. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for possible overdischarge and to possibly remove the implant. There were no further complications reported or anticipated.